Manufacturer narrative:
In the returned state, the lead was cut into two pieces. Both parts were available for analysis and were visually and electrically analyzed. The visual analysis showed strong signs of abrasion, especially at the fork and the connector exits of the lead. Right distal of the fork, a conductor fracture of the rope conductor to the shock electrode was also detected. This damage can with high probability be regarded as the cause for the clinical complaint. This damage manifestation indicates excessive mechanical stress during the operating time. The position and kind of the damage are characteristic for tensile and pressure stress on the lead due to the position of the lead in relation to the ICD housing. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 9 months and 7 days, an increase in the shock impedance to >150 ohm was reported to us. The lead was explanted and returned to biotronik (B)(6). No deterioration of the patient's state of health was reported.